Event description:
It was reported that the mobile power unit (mpu) was not working properly due to a capacitor issue. No log files were collected as the patient was at home. It was unknown if the mpu have a v-lock connector on the ac power cord. The ac power cord did not come loose at the wall outlet or the back of the unit. If the patient was being powered by battery and a new mpu was to be sent to them from the hospital.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate mobile power unit (mpu) not working properly was confirmed via evaluation of the returned mpu. The returned mpu, serial number (B)(6), was evaluated at the european distribution center (edc) on 03jun2024. The unit was connected ac power and did not power on as intended. The mpu was opened, and the issue was traced to a nonconforming capacitor on the power supply printed circuit board assembly (pcba). No further testing was performed. The provided information indicated no log files were available, the ac power cord did not come loose from the wall outlet or the back of the unit, and it is unknown if the mpu has the v-lock connector on the ac power cord. The reported event was determined to be due to a nonconforming capacitor on the power supply pcba. A corrective action was initiated to investigate this issue. The device history records were reviewed and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 03jun2024. The heartmate 3 instruction for use was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean all equipment, including the mobile power unit (mpu). The heartmate 3 instruction for use section e, entitled ¿safety checklists¿, instructs the user to perform routine maintenance on all the equipment, including the mpu. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.